Manufacturer narrative:
Insulin pump was received with up arrow, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify battery out limit or perform the compromised force sensor system alarm, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Insulin pump passed stop current test. Insulin pump had cracked case at display window corners, cracked battery tube threads, reservoir tube lip completely broken off and test reservoir unable to lock into place properly, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit. The customer¿s blood glucose was 69 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit after battery has been changed. Customer reported to have received a button error and unable to clear the alarm due to buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Unable to complete the battery out limit troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.